Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse found the aspirate probe in position 5 on the wash up down to be clogged. The clogged probe was flushed with bleach and cleared, and all other aspirate positions were inspected. Quality controls were run and the instrument is performing according to specifications. The cause of the discordant, falsely low calcium result was due to a clogged aspirate probe. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was released to the physician(s), who questioned it. The patient sample was repeated on the same instrument as well as another advia 1800 instrument and both systems recovered the same result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.